Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date in 2009. Subsequently, patient underwent a revision procedure due to stem loosening on (B)(6) 2013. Upon removal it was noted competitor's cement had loosened. All components were replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The following sections could not be completed with the limited information provided.